Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 32 mmol/l for a couple of days associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. No troubleshooting of the issue was completed for the loss of prime issue as the customer was unable/unwilling to answer troubleshooting questions. The reporter stated, ¿the pump did not give the amount of insulin needed¿. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.

Manufacturer narrative:
Date submitted: (B)(6)2018 animas obtained additional information regarding this complaint since the initial 3500a medwatch report was submitted. In a follow-up conversation with the reporter, animas customer support obtained information that the customer stated they had been experiencing frequent occlusion alarms for the past year, causing the previously reported loss of prime warnings. The customer stated they had been dealing with it, but now the issue is occurring more often. During troubleshooting with the customer by animas customer support, there were training misuse of cartridges issues identified; the cartridges were not being cycled, cartridges were being reused and had used for up to a week at a time without replacement. The reporter stated the patient¿s blood glucose levels have been very high and have been going into the 30 mmol/l range. The patient received insulin via the insulin pump as treatment. The reporter stated the patient experienced symptoms of irritability, tiredness, and not being able to function properly. The patient reportedly tried contacting the diabetes nurse but did not get a chance to speak with them and left a message. It has been determined by animas customer support that the patient's serious injury was associated with training misuse and the patient has been referred to their health care provider for diabetes management.